Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the history personnel that log files were requested for review which confirmed power elevations lasting around 15 minutes with the power returning to normal the following day. It was also noted that in the last few days, there have been a few drops in the average pi below 2.5 ipm.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of power elevations and decreased pulsatility index (pi) was confirmed based on the evaluation of the submitted historical log file for the patient; however, specific causes for the reported event could not be conclusively determined. The log file contained approximately 2 days of data, which captured multiple power elevations high as 15.9 watts, intermittent pi events, and decreased pi as low as 1.0. A specific cause for the events captured in the log file could not be conclusively determined without a full evaluation of the device. The patient reportedly had no symptoms during the event and that there were no changes in the equipment. No further issues have been reported and the patient remains ongoing on lvad support. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
Per additional information received from the vad coordinator, there were no changes in equipment, and clinically the patient had no symptoms during the power elevations.